Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that six (6) large volume infusors leaked. This occurred prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h4, h6, h11. Correction: d4. H4: the lot was manufactured between june 28, 2023 - june 30, 2023. H11: one (1) out of the six (6) actual devices were received for evaluation with no fluid in the bladder; the remaining devices were discarded. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional leak test was performed and no signs of leak were observed from any parts of the device. The device was determined to be conforming product. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.